Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported the patient had a seizure while on a trip in (B)(6) and stated the hospital had reached out to what they believed was the manufacturer. The patient wanted to know if the device could cause seizures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.